Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the broken display screen overlay, as a result the bezel overlay assembly was replaced and calibrated. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, the screen would not stay up and the system fan was noisy. (B)(4).

Event description:
It was reported that the programmer had a broken display screen. The programmer was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.